Manufacturer narrative:
Isi has received the device involved with the complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the customer noted that the prograsp forceps instrument had an exposed wire and lost function. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.